Event description:
Patient in cardiac catheterization lab for transcatheter aortic procedure. During valve prep, it was noted that the valve came out of the box in an abnormal configuration. Edwards rep stated that edwards engineering was aware of this issue but provided a statement from edwards engineering that the valve was safe to use. Team elected to proceed. Upon valve deployment, patient noted to have severe aortic insufficiency. Valves on transcatheter aortic device were not closing but remained wide open. A second valve was deployed. 2nd valve functioned normally, no aortic insufficiency on echocardiogram. Case completed per routine. Patient left cardiac catheterization lab in stable condition.